Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness, diabetic ketoacidosis and pain. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed hyperglycemia and was hospitalized on (B)(6) 2026. The patient's blood glucose levels reached 800 mg/dl while the patient was in the process of changing the expired pod, the pod had been worn for more than 48 hours before it expired. The patient stated they do not think it was an issue with omnipod 5 product, they believe it was more because of their sinus infection. Reported symptoms included stomach pain and a state of semi-consciousness. The patient stated that a healthcare professional diagnosed them with diabetic ketoacidosis (dka). Treatment during hospitalization included insulin. The patient reported an anticipated discharge date of (B)(6) 2026.